Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). During follow up with a consumer, it was reported that the peritonitis event was manifested by cloudy effluent and abdominal pain. The patient was hospitalized for 1 week. On an unreported date, the patient was treated with unspecified antibiotics for peritonitis. On an unreported date, the patient recovered from the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was not reported. The patient was hospitalized for the event. Treatment and outcome were not reported. The action taken with pd therapy was unknown. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.